Event description:
The user reported the heater/cooler was not cooling on the lower setting and that the volume appeared to be low. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.